Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with a 1018 microcatheter. The proximal contact and the delivery wire were kinked/bent likely due to handling. The main coil was noted to be heavily stretched and broken, the main coil was jammed inside the microcatheter and the main coil suture was damaged. Functional testing could not be performed due to the condition of the returned device. Information available indicated that coil was confirmed to be in good condition prior to use and the device was repositioned several times. Based on the information provided and investigation results, the reported coil break is most likely related to some procedural factors limited the performance of the device, which met all required specifications. Therefore, it was determined that the reported event was related to operational context.

Event description:
During the analysis of the returned device, it was found that the main coil was broken. No clinical consequences reported to the patient.